Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to excess current leakage as a result of process residue on/around filter, designator fl10, on the analog pcb assembly. The leaky filter prematurely depleted the internal hybrid layer capacitor (hlc) batteries of the device. The customer was provided with a replacement device.

Event description:
Medtronic japan returned the device to physio-control as part of a technical service update, however no further details were provided. There were no reports of patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.